Manufacturer narrative:
Continued patient date of birth: (B)(6). Additional health effect (B)(4). Device evaluation: visual analysis of the photographs identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. - inflammation/irritation: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken implant, inflammation.

Event description:
Patient reported right side "inflammation", "breast got very swollen and big¿ and " when explanted the implant was found broken and in two pieces". Additionally stated ¿sweat at night¿ and ¿really tired¿ which are not device related. Device has been explanted.